Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected field: e4, h6 medical device problem code a getinge field service engineer (fse) replaced the chassis, storage bins, upper panel assembly, panel lower front and labels. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿chassis assembly, front panels and labels¿. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned. The most probable root cause is excessive external force.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1 full event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that by getinge fse that cardiosave intra-aortic balloon pump (iabp) unit had broken cabinet doors. The chassis to the drawer assembly on the cart was broken, the external ECG/bp gain test failed and front panels had saline built up. There was no patient involvement reported.